Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed by gore: title: single-institution experience with shape memory polymer sponge embolization as adjunct therapy for rapid aortic remodeling in the multi-modal management of complex persistent large false lumens following aortic dissection. Published: july 2025. The objective of this study was to evaluate the adjunctive use of shape medical¿s impede-fx shape memory polymer (smp) sponge devices in promoting rapid sac regression and complete false lumen (fl) occlusion in patients with complex, large persistent fls after aortic dissection. A patient with marfan's disease presented initially in may 2012 with a type b dissection originating from a kommerell diverticulum (zone 3) and extending to zone 10, complicated by severe visceral malperfusion. She underwent small-bowel resection and an open right common iliac to superior mesenteric artery bypass. Over the following decade, progressive aneurysmal degeneration and residual dissections involving zones 1¿10 were managed with multiple open and endovascular interventions. Surgical history: (B)(6) 2015: there was aneurysmal degeneration of zones 2¿3 (aneurysm grew from ~4 cm to 6.5 cm). It was treated with bilateral common carotid to subclavian bypasses (unknown gore propaten), ascending-to-carotid trifurcated grafting, and zone 1¿5 tevar (utilized unknown gore conformable gore® tag® thoracic endoprostheses (ctag)), followed one week later by amplatzer plugging of left and aberrant right subclavian origins. This procedure was staged. (B)(6) 2015: a type ii endoleak around the right subclavian amplatzer plugs. It was treated by coil embolizing the origin of the replaced right subclavian artery via right radial access, given the patient¿s connective-tissue disorder. (B)(6) 2016: a growing complex aortobi-iliac aneurysm (4.5 cm) was repaired endovascularly with endologix afx and gore graft extensions (utilized unknown gore ctag and gore iliac limbs endoprostheses) plus left hypogastric coiling. (B)(6) 2020: balloon angioplasty performed due to stenosis at distal anastomosis of common carotid to subclavian bypass. (B)(6) 2021: non-gore metal stent utilized for ongoing stenosis. (B)(6) 2023: the patient developed paravisceral aortic degeneration (5.8 cm) and right common iliac aneurysm (4.5 cm). The common carotid to subclavian bypasses occluded. To protect the spinal cord, a thoracic aorta to t10 intercostal bypass was performed before extent ii repair with three-vessel fevar with proximal tevar extension and r ibes (utilized unknown gore vbx endoprostheses, gore iliac limbs endoprostheses, and gore excluder endoprosthesis, gore ctag endoprostheses and non-gore devices). (B)(6) 2024: a persistent mid-thoracic type ii endoleak with sac expansion to 6.5 cm was managed endovascularly under neuromonitoring: laser fenestration into the fl, coil embolization of t10¿t11 intercostals using terumo hydrocoils, injection of 10 smp plugs (impede-fx), and coverage with a gore ctag extender. One-month imaging confirmed complete fl thrombosis and sac reduction to 6.0 cm. Conclusion: two months later, the patient experienced a zone 0 rupture of the untreated ascending aorta and expired.

Manufacturer narrative:
Added g3/g4, h1/h2, h6.